Event description:
On (B)(6) 2007, the pt underwent a mastectomy with breast reconstruction. A mentor smooth memorygel mammary prosthesis was implanted into the pt's left breast. On (B)(6)2011, it was reported that the pt had been diagnosed with lymphoma. No other information is available at this time. Pt problem code: (B)(4).